Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no imaging core windup within the telescope and sheath sections of the device. Microscopic inspection revealed the imaging window and imaging core were entangled and twisted. Impedance testing showed an electrical open and the proximal end of the catheter which x-ray images showed was due to a broken coax cable at 130 cm to 140 cm.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the image went dark. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was twisted.